Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect a downstream occlusion. The customer stated that a peripheral IV was lost due to blood backing up within the system during an infusion on a spectrum pump in the nicu. The customer reported that the nurse loaded the set upside down in to the infusion pump, blood was being drawn from the patient and the device did not detect the occlusion. A new IV access was needed to continue the infusion. No additional event details could be obtained at this time.

Manufacturer narrative:
(B)(4). Additional information was received from the customer regarding patient information and the date of the event. These have been updated.